Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away due to hemorrhagic cerebral vascular accident (cva). There were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient experienced stroke-like symptoms and went to outside hospital emergency department. They were found to have cva, then transferred to their implanting center where decision was made to withdrawal support. The death was not considered to be device related. The device reportedly operated as expected.